Manufacturer narrative:
Additional information was received that electrocautery was used during the previous revisions. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)) device evaluation indicated that the device would not be charged due to excessive current leakage (22 ma). As a result, it would not be linked. The device battery remained zero volt after several charge attempts. The impedance between vh and ground was low and high temperature was observed on application ic-u3. These symptoms suggested that the component was damaged.

Event description:
A report was received that the patient's remote control (rc) would not communicate with the ipg following a previous revision procedure. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's remote control (rc) would not communicate with the ipg following a previous revision procedure. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.